Event description:
On (B)(6) 2015 I had a st jude aicd installed for my heart problems. My device was checked (B)(6) 2015 and again (B)(6) 2015. In the early morning of (B)(6) 2016 I received a "therapy" shock. I notified my cardiologist's office dr. (B)(6) and my va cardiologist here in (B)(6) of the shock. Both advised me that if it happened again to go to the emergency room. I asked the aicd monitor at (B)(6) if the merlin home monitor could have caused the issue since I was sleeping next to the monitor when I was first shocked, and walking past it when suddenly shocked the second time. I was assured that it was not possible. I was taken by ambulance to the (B)(6) medical center here in (B)(6) . While being monitored and talking to my cardiologist from the ER, I was suddenly put into an arrhythmia and the cardiologist didn't even realize it until I told him and he saw the monitor. The chief cardiologist responded with a st. Jude/merlin device and tried to get my aicd to respond and get me back into sinus rhythm with no success. I was sedated and cardio-inverted. I was transported to (B)(6) medical center afterward. I was able to show dr. (B)(6) the cardiologist there, that I could cause the aicd to put me into vt's. He monitored me as I got off the gurney and did three slow knee bends. I then got back onto the gurney and I was put into vt's within ten seconds. After about fifteen seconds, I returned back to normal sinus rhythm. Dr. (B)(6) was surprised and remarked that he had never seen that before and would have to get with a technician. He asked if I could do it again, and reluctantly I did with the exact same results and recovery. He said that the aicd actually put me into vt's later, he would recant what he said probably after talking with st. Jude (of course). Dr. (B)(6) said that the settings were changed to become too sensitive. St. Jude again denied that the home monitor could do it. I subsequently went through an alcohol ablation and the first of three tiers of the aicd was deactivated. Later, muddy waters reported that such incident(s) could happen validating my very thoughts earlier that year. St. Jude also sent out another attachment for the home monitor and I wonder why since they were convinced rf interference/hacking was "impossible." Now that you've confirmed it, I'm making a report.